Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a calibration issue in the arctic sun device. Biomed reported that they got calibration errors and also thinks there may be an issue with the circulation pump. Per additional information received on 02sep2020, second circulation pump was not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a calibration issue in the arctic sun device. Biomed reported that they got calibration errors and also thinks there may be an issue with the circulation pump. Per additional information received on 02sep2020, second circulation pump was not working.